Event description:
It was reported that the patient¿s implantable neurostimulator (ins) got turned up too high and the reporter was told to have a manufacturer representative come out to turn it off. The reporter did not know if there was a patient programmer as the patient was new to the facility. The reporter stated that the ins turned up a ¿short time ago¿ and they were wondering if the bed alarm electronics interfered with it. Later that day it was reported that the patient was admitted to rehab on the day of the report and the bed alarm activated the stimulation and turned it on. The patient was uncomfortable and she needed someone to turn the ins off. The patient programmer was lost or stolen. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# va008aa, implanted: (B)(6) 2012, product type: lead. (B)(4).